Manufacturer narrative:
Concomitant medical products : product ID: 3389s-40, lot#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(4), ubd: 02-jul-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI#:(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that during the stage two procedure, while tightening the screw on contact 3, the contact block within the extension twisted and this happened repeatedly. Three attempts were made to correctly tightened the screw without the block being twisted. The surgeon had also secured the block within their fingertips each time in an attempt to hold the block straight while tightening the screw. The surgeon stated that they could feel the block twisting in their fingertips. No external or patient factors that may have led or contributed to the issues were reported. The brain lead and extension were disconnected and then reconnected three times in an attempt to rectify the issue. The contact block continued to twist within the extension. A new extension was opened and used and the issue was resolved at the time of the report. The impedances on contact 0 & 3 showed an open circuit at the conclusion of the case. The patient continues to have an open circuit on these two contacts. It was unknown what exactly caused the open circuits. An attempt was also made to run impedances on the left brain lead, however the stylet adapter was unable to thread down through the lead. Impedances were then unable to be checked on just the lead itself. Everything in this report is referring to the left side. No issues or impedance problems were found on the right side. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
H3: analysis of extension serial # (B)(4) found the distal end of the conductor is broken (overstress /damage). Section d information references the main component of the system and other applicable components are : product ID 3389s-40 lot# va1u64z serial# implanted: 2018-(B)(6) explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6)-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6)-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.